Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) called in. Said having issues w/ non-prod domain scanning of pumps and associating. Provided lvp s/n:(B)(4). Failure device type: inf cce infusion. Failure problem type: management console. Failure mode: see case notes. Case resolution: connected to alariscce1 . Remoted in. Launched cce mgmt console. Browsed to message trace. Searched messages for solution: "infusion_orders". Sub-search for lvp s/n: (B)(4). Found the order. Looked at the order and see the following: (B)(4). Explained that the order has a missing field, which is why they're having issues asked they test again w/ different drug. Also, explained that bd has no involvement w/ pump association. I explained as long as the pcu is connected to systems manager that's all that is required for us. Cerner does pump association w/ the modules not the pcus,so pump association is a cerner function not a bd one. (B)(6) appreciated that information. (B)(6) is having nurse test w/ another drug. End-user tested again and the same issue occurred. Order missing segment, "err///101/e//missingfield: [obx[2].6]". (B)(6) will investigate and update us w/ status.